Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered the right ventricular lead exhibited noise. During the procedure, it was found that the suture had been tied directly to the lead body instead of being tied over the suture sleeve. The lead was explanted and replaced. The patient was in stable condition.